Manufacturer narrative:
Investigation summary: one sample was received in used condition from without original package. The returned sample was inspected under normal conditions of illumination 16¿ to detect any defect. During the visual inspection, the following was detected: a broken connector and silicone detached with tracheostomy tube. The failure mode ¿a0172 - disconnection¿, ¿a0348 - not working¿ and a0133 - damaged/broke/broken¿ reported in the complaint was confirmed. After a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause is that damage occurred after the product left the facilities. Customer complaint notification was conducted with the personnel as awareness of the failure mode reported by the customer.

Event description:
It was reported that the device was broken while the patient was using it. The patient's trach disconnected from the vent tubing during routine care and the grey piece of the trach broke off. Trach changed at bedside. There was patient involvement and unknown patient harm/adverse event.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.